Manufacturer narrative:
On (B)(6) 2016, one mscm1, serial number (B)(4), was received for evaluation. The device had evidence of use during a procedure and fluid was present within the closed device as a result of excessive patient bleeding. The treating physician stated that the patient's bleeding was substantial and she felt faint. The paramedics were called and IV fluids were administered. The patient was not admitted to the hospital and left the facility a few hours after the event. Additional patient follow-up information is not available at the time of this report. As a result of the potential serious injury we are submitting this medwatch report pursuant to 21 cfr 803.

Event description:
The sales rep reported from the customer that the patient lost a lot of blood and needed to be seen by the medics.